Event description:
It was reported that during surgery while putting it on the trial adapter m/0 12/14, the head broke. The parts fell into the wound but it was removed. The surgery time was extended for 5 minutes and it was completed with another device.

Manufacturer narrative:
The manufacturer did not receive device for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available that changes this assessment, an amended medical device report will be submitted. Zimmer reference number (B)(4).